Event description:
The customer reported being in the emergency room twice with low blood glucose of 20mg/dl one or two weeks ago. The caller stated that he could not figure out his carbohydrates, and he was not counting correctly the carbohydrates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.